Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: hysterectomy. Event description: during insertion, the trocar did not engage. It was necessary to convert the procedure to open surgery due to perforation of a large blood vessel, requiring the intervention of the vascular team. After conversion to open surgery, the patient remained in recovery in the uti, due to bleeding, requiring blood transfusion. The trocar was discarded due to contamination. Intervention: converted to open surgery. Patient status: after conversion to open surgery, the patient remained in recovery in the uti, due to bleeding, requiring blood transfusion.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the event unit, it is difficult to determine if the reported event was caused by a device non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: hysterectomy. Event description: during insertion, the trocar did not engage. It was necessary to convert the procedure to open surgery due to perforation of a large blood vessel, requiring the intervention of the vascular team. After conversion to open surgery, the patient remained in recovery in the uti, due to bleeding, requiring blood transfusion. The trocar was discarded due to contamination. Additional information provided by [distributor] on 10feb2026 via email: unfortunately, the hospital is not responding to messages because we questioned the use of a product that was already expired. Additional information provided by [distributor] on 11feb2026 via email: yes, the abdomen was insufflated at the time the event unit was inserted. We don't have knowledge if they were able to activate the device so the red indicator was showing before use. We don't have knowledge if the shield of the event unit deployed upon entering abdomen. ¿uti¿ stands for ICU. Intervention: converted to open surgery. Patient status: after conversion to open surgery, the patient remained in recovery in the uti, due to bleeding, requiring blood transfusion.